Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they did not receive a change sensor and calibration not accepted alert. The customer¿s blood glucose was 47 mg/dl at the time of incident. Customer also reported a low blood glucose of 47 mg/dl and treated. No low blood glucose troubleshooting was performed. Customer did not report if the auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. The insulin pump is not expected to return for analysis.